Manufacturer narrative:
Product event summary #evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the liquid crystaldisplay (lcd) lens was cracked. Analysis also found one bail cover broken, the lead flex cover was broken, the battery drawer was cracked and the keyboard was damaged. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the screen is cracked. The device was returned for repair and calibration. No patient complications were reported as a result of this event.

Event description:
It was reported the screen is cracked. The device was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.